Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up with phrenic nerve stimulation. Upon device interrogation, the device was unable to be interrogated with radio frequency (rf) telemetry. Multiple programmers and antennae were attempted. The device interrogation was normal and successful when inductive telemetry was used. Programming changes were made to resolve the phrenic nerve stimulation. The patient was stable and had no complaints.